Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2014. Model number / catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15031519 / 15061993, model/catalog description: linear st lead kit 70 cm. A review of the manufacturing documentation for the ipd and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient was experiencing inadequate pain relief and underwent explant procedure. No further information could be obtained.